Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after placing this right atrial (ra) lead it was not possible to confirm the lead location as there was an issue with the pacing thresholds and an increase in amplitudes after attempting to find a good lead position after forty five minutes. In addition, it was noted that the pace impedance measurements had increased and lead failure was suspected thus the device was reprogrammed to vvi and the ra lead was not used. Subsequently the procedure was completed successfully. The lead will not be retuned due to the patient infectious disease. No adverse patient effects were reported.